Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's prior implantable neurostimulator (ins) battery died and they thought it was premature depletion. The battery died about 1.5 years ago. The patient went without it because they were on vesicare, but this only did the job for 6 hours. The patient just had replacement surgery on (B)(6) 2016. No symptoms reported. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.